Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per dealer the end user called in and stated the chair is wobbly. Dealer stated the frames sleeve is cracked where the post goes into the frame. Dealer stated the end user is 5lbs overweight for the consumer. Dealer states there were no injuries associated with the incident.